Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The fa investigations replicated and confirmed the customer reported problem regarding sluggish universal surgical manipulator (usm) 2. The usm was tested on an in-house system and passed normal mode. During the manual back drive test, sluggish/resistance was observed on the pitch axis. The usm also was tested on the patient side cart fixture test platform (pftp) and passed all required tests, but failed pitch friction, speed low and speed high evaluations. The complaint regarding resistance on the usm was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to components failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that arm 2 was very tight when moving. The axis 1 was moving slower and has sluggish resistance when only a drape was installed. The customer stated that they are continuing with case with system as is. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the robotics coordinator (roco) and obtained the following additional information: the initial reporter was present during the procedure. The procedure was completed robotically using all four arms. The reported issue did not affect the movement of arm two during the procedure, and hence procedure was completed using arm 2. The arm 2 only had a slight resistance to move it from side to side compared to other arms. The robotics coordinator (roco) informed intuitive that the issue was resolved after field service engineer (fse) replaced the arm2. This issue did not affect the procedure. Patient information was not provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting resistance on arm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that there were no arm-related errors on the system and the system passed diagnostic test engineering (dte) tests. The reported issue also did not affect the surgeon's ability to control/move arm 2 during cases. However, the fse also confirmed that arm 2 required significantly more force compared to the other arms to move it from side to side with the instrument clutch activated. Because of this, the customer requested that arm 2 be replaced. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and is in progress. The complaint regarding resistance on arm was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the arm 2 had resistance after the start of the procedure and the surgeon was able to continue with the procedure robotically. The field service engineer (fse) also confirmed that arm 2 required significantly more force compared to the other arms to move it from side to side with the instrument clutch activated and replaced the arm. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.